Manufacturer narrative:
Correction: b.3., d.10.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most often, peritonitis is associated with a breach in aseptic technique during the pd exchange. However, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support requesting assistance with how to cancel the previous night¿s pd treatment on the fresenius cycler. The patient reported having had an emergency and went to the hospital and did not end the pd treatment. In additional follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient went to the emergency room (ER) and was admitted with peritonitis. The nurse stated the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated the patient was treated with antibiotics (medication(s) unknown). Subsequently on an unknown date, the patient was discharged home. The patient is reportedly recovering from the event and continues pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid in relation to this event. However, the nurse indicated the cause of the patient¿s peritonitis is unknown.